Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4). The investigation has shown that the complained implants presents normal signs of use, yet the reported malfunction could not be reproduced. The review of the production history revealed that these implants were manufactured according to the specifications. No abnormal findings were identified. Unfortunately the exact cause of failure could not be determined, a material or manufacturing related condition can be excluded. DHR review found no discrepancies noted that would be associated with this complaint.

Event description:
Patient with spondylolisthesis at l4-l5 was implanted with a matrix construct on an unk date. Six weeks postoperatively it was noted that one of the locking caps at the right l4 screw was not seated in the head of the screw and the listhesis had moved back. During the revision procedure, it was noted that left l4 screw was not seated in the pedicle and three other locking caps were loose. Three of the screws were still intact, which may have caused on overload to the left l4 screw. This is the 3rd of 10 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested.